Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously high retic (ret) count of 26.50% on one (1) patient specimen with instrument generated flags on the unicel dxh 800 coulter cellular analysis system. The erroneous result was reported out of the laboratory. On 06/07/2011, the sample was sent to a reference laboratory to verify the result and a retic count of 2.2% with a manual result of 3% were obtained. These results were deemed to be correct and an amended report was generated. Per the customer, there was no death or change to patient treatment due to the erroneous result.

Manufacturer narrative:
Per the customer, controls were run before and after the event. The unit is currently performing within qc specifications with respect to controls and reproducibility. Raw data analysis is currently pending. Service was not dispatched for this event. The root cause is unknown. However, the sample had instrument generated flags alerting the operator to review the results. Per bec product labeling, a) the (+) flags states "operating range was exceeded. Values that are between the linear range and the operating range, and values outside the reportable range, are displayed, printed and transmitted with an over linear range flag (+)." B) beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages and decision rules.